Event description:
This report is to advise of an exposed wire was noted during analysis.

Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. Visual inspection revealed electrode 1 was displaced and an exposed wire was noted. Dissection revealed conductor wire 1 had been fractured proximal to the weld joint, consistent with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the displaced exposed wire and fractured conductor wire remains unknown.

Manufacturer narrative:
**UDI related data quality updates only**